Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va15qeu, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_perc_extension, product type: extension. Product ID: neu_wrench_acc, product type: accessory.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that, as the resident was tightening down the lead connector to the lead, they twisted it with the torque wrench a few clicks. When they removed the torque wrench, it looked like the lead was damaged beyond repair. They removed this lead and replaced it with a new lead and there were no problems. On (B)(6) 2016, it was reported that the patient was still testing and was doing well. They had planned to be implanted on (B)(6) 2016. There were no symptoms reported.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va15qeu, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: neu_perc_extension, product type: extension. Product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis of the lead (B)(4) found that the stim lead proximal end insulation was broken under the connector. Analysis of the perc extension (unknown) found that the stim extension distal end connector was twisted in molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.